Event description:
Patient reportedly had breast implants placed approximately 11 years ago in a non-hospital owned facility. The patient is not sure of implant date.according to a report from an abc news affiliate, the state found nine violations, including animal droppings, resealed instruments with human fluids on them, dust and blood on the floor and machines, and an unlicensed anesthesiologist in the facility where the patient had her implants placed. The dph's website shows that the surgeon surrendered her medical license.the patient had her implants removed in our hospital after she developed a left breast cellulitis. When the implants were removed, it was found that the implants had what looked like bacterial balls or fungus in them.a leak could not be found on gross exam of the implants. The patient was placed on bactrim ds. Her left breast was cultured. The cultures did not have any aerobic or anaerobic growth.